Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the moderately tortuous, moderately calcified right coronary artery (rca). The vessel was pre-dilated with a 15mm balloon. While attempting to place a taxus liberte 3.0x20mm drug eluting stent, crossing inability occurred. Upon removal of the stent, damage to the struts was noted. The procedure was completed using another stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.